Manufacturer narrative:
Additional information received on december 15, 2021 indicated that date of implantation was on (B)(6) 2020, and date of explantation was on (B)(6) 2021. The patient had pain and discomfort due to capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor memorygel, 450cc silicone breast implant experienced left sided capsular contracture grade IV post procedure. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements as follow: l/cat#: 3504504bc, sn#: (B)(4), and right with non-mentor device on (B)(6) 2021.